Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. A review of the complaint history did not indicate a lot specific issue. Based on the available information, a definite cause for the reported single leaflet device attachment/slda cannot be determined. The reported recurrent mitral regurgitation (mr) was a result of the reported slda. The reported dyspnea was a result of the recurrent mr. The reported patient effects of recurrent mr and dyspnea, as listed in the mitraclip instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment/slda, recurrent mitral regurgitation, prolonged hospitalization, and medical intervention it was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. On (B)(6) 2019, one clip was successfully deployed, reducing mr to 1+. On (B)(6) 2019, a re-evaluation confirmed the patient had shortness of breath. Additionally, an echocardiogram revealed that the clip had become detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda), increasing mr to 4+. The patient was re-admitted, and a second clip was deployed to stabilize the slda. One additional clip was implanted, reducing mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided